Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) would not power on. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor would not power on. During servicing, there was a segmentation fault while performing the flash memory test. The cause of the inability to power on is the flash memory failure. The cause of the flash memory failure has been isolated to cracked bga connections of flash components u102 and u105 on the computer analog (ca) board sn (B)(4). The root cause of the cracked bga connections cannot be positively identified but is likely mechanical stress. The source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective memory. The last pt to use this monitor did not report any deficiencies.